Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 76-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. While in the ICU, groin bleeding was noted at the femoral impella cp access site. The dressing was changed, the access angle was re-matched, and the hub was re-sutured by the advanced practice provider. Repositioning sheath was in place in the ICU; however, despite these interventions, complete resolution of groin bleeding around the repositioning sheath could not be achieved. The patient remained hemodynamically stable and survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.